Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a shoulder arthrodesis two screws broke. Update swit 04 july 2018: the screws were broken during insertion. An attempt was made to retrieve the broken pieces but it was not possible to retrieve the broken fragments. They will remain inside the patient. The surgery was finished successfully with a new device with the same part no.

Manufacturer narrative:
Complaint confirmed. Visual evaluation revealed the tapered tips of both screws had broken off at the thread before deploying from the drivers. The devices met all material and dimensional specifications as received. The most likely cause(s) of this type of event include not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded.